Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. Irrigation was performed with a pressure bag. The valve of the faradrive steerable sheath clear was leaking, and air bubbles were aspirated. The procedure was completed using different faradrive steerable sheath clear. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
Analysis of the returned sheath found the internal valve was torn by its center slit, which can compromise the valves ability to seal pressure and fluid within the sheath. This defect is capable of causing the visible air bubbles/air ingression into the sheath.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The valve was leaking, and air bubbles were aspirated in the syringe after the dilator was removed from the sheath. The procedure was completed using different faradrive steerable sheath clear. No patient complications occurred. Pressure bag was used for irrigation.

Manufacturer narrative:
D4 lot number - updated. D4 expiration date - updated. D9 device available for evaluation, returned to manufacturer date - updated.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The valve was leaking, and air bubbles were aspirated in the syringe after the dilator was removed from the sheath. The procedure was completed using different faradrive steerable sheath clear. No patient complications occurred. Pressure bag was used for irrigation. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.